Manufacturer narrative:
Corrected fields: - b5 (problem description): this field was updated as there was no pacing inhibition on this case. - h6 (impact codes): "absence of treatment - f1001" was corrected to "no health consequence or impact - f26" as there was no pacing inhibition on this case. - h6 (device codes): "pacing problem - a0712" was discarded as there was no pacing inhibition on this case. The corrections mentioned above are only pertinent to the previous report. Some h6 codes have been updated once again

Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance out-of-range (oor) of over 2000 ohms. The impedance has gradually increased for the past year to the previously mentioned measurement. No noise/oversensing was noted. Technical services (ts) discussed that gradual rises in impedance are more likely due to a physiologic change rather than an integrity issue. Calcification was considered. All other measurements were adequate. Ts recommended in-office evaluation to rule out an integrity issue and to consider increasing the oor rv pace impedance upper limit to 3,000 ohms. The health care professional agreed with ts and will discuss the provided information with the patient's physician. Additional information was received indicating that this patient will continue to be monitored and that high capture thresholds were noticed. Eventually, this rv lead was surgically abandoned and replaced. The patient received an upgraded implantable cardioverter defibrillator system with addition of an atrial lead as well. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance out-of-range (oor) of over 2000 ohms. The impedance has gradually increased for the past year to the previously mentioned measurement. This caused pacing inhibition. No noise was noted. Technical services (ts) discussed that gradual rises in impedance are more likely due to a physiologic change rather than an integrity issue. Calcification was considered. All other measurements were adequate. Ts recommended in-office evaluation to rule out an integrity issue and to consider increasing the oor rv pace impedance upper limit to 3,000 ohms. The health care professional was in agreement with ts and will discuss the provided information with the patient's physician. Additional information was received indicating that this patient will continue to be monitored and that high capture thresholds were noticed. This lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: - b5 (problem description): this field was updated as there was no pacing inhibition on this case. - h6 (impact codes): "absence of treatment - f1001" was corrected to "no health consequence or impact - f26" as there was no pacing inhibition on this case. - h6 (device codes): "pacing problem - a0712" was discarded as there was no pacing inhibition on this case.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance out-of-range (oor) of over 2000 ohms. The impedance has gradually increased for the past year to the previously mentioned measurement. No noise/oversensing was noted. Technical services (ts) discussed that gradual rises in impedance are more likely due to a physiologic change rather than an integrity issue. Calcification was considered. All other measurements were adequate. Ts recommended in-office evaluation to rule out an integrity issue and to consider increasing the oor rv pace impedance upper limit to 3,000 ohms. The health care professional agreed with ts and will discuss the provided information with the patient's physician. Additional information was received indicating that this patient will continue to be monitored and that high capture thresholds were noticed. This lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance out-of-range (oor) of over 2000 ohms. The impedance has gradually increased for the past year to the previously mentioned measurement. This caused pacing inhibition. No noise was noted. Technical services (ts) discussed that gradual rises in impedance are more likely due to a physiologic change rather than an integrity issue. Calcification was considered. All other measurements were adequate. Ts recommended in-office evaluation to rule out an integrity issue and to consider increasing the oor rv pace impedance upper limit to 3,000 ohms. The health care professional was in agreement with ts and will discuss the provided information with the patient's physician. Additional information was received indicating that this patient will continue to be monitored. This lead remains in service and no additional adverse patient effects were reported.